Event description:
Breast pump used to maintain mother's milk supply while infant temporarily unable to nurse. This pump was ineffective which led to mother's milk supply dwindling. Unable to rebuild milk supply; therefore, infant now not able to receive mother's milk.